Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02951 addresses the other device. According to the complainant, during the procedure, while attempting to band a varice, the bands misfired and deployed prematurely. A second speedband device was used, but the same issue recurred. The bands were left to pass naturally. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02951 addresses the other device. According to the complainant, during the procedure, while attempting to band a varice, the bands misfired and deployed prematurely. A second speedband device was used, but the same issue recurred. The bands were left to pass naturally. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that the ligator head was not returned and there was residue on the portion of the device that was returned. The trip wire was bent in a few places and partially wound around the drum on the spool. The suture had broken such that only five knots were present on the remaining length. Additionally, the suture was attached to the trip wire. No indentations were observed in the groove on the spool, which typically is an indication that an attempt had been made to cinch the trip wire. There was no damage to the handle or spool. Functionally, the trip wire was able to be cinched and the handle rotated and "clicked" approximately every 180 degrees of rotation without any issue. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. The reported events of "bands misfire" and "deployed prematurely" were not able to be confirmed due to the ligator head not being returned. However, based on the condition of the returned device, these failures likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.